Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 21, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if the planned reimplantation has taken place at the time of this report. This report is submitted on july 02, 2024.